Event description:
(B)(4) is the initial importer of the device which is a bath seat. This report is being tendered in an overabundance of caution in response to an MDR regression analysis. The product was not retrieved and could not be evaluated. Trending of this defect showed a (B)(4) defect rate. While in use one of the legs cracked and bent in. The end-user fell and hit his head and hurt his back.